Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter aneurysm is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video displayed the device being infused by a clinician and exhibited ballooning of the catheter extension leg tubing distal to the luer adapter oversleeve. It appeared that a high force was applied to the syringe plunger when infusing the catheter, which may have indicated a potential occlusion in the device. An occlusion in the device may have been a contributing factor for the ballooning of the lumen; however, this could not be confirmed without examination of the physical sample. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during partial injection of the solution through the extension tube of the 7617405 catheter, bulging occurred at the connection point of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.